Event description:
It was reported that approximately 13 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed a proximal endoleak. Reportedly, during routine follow up, it was found that the bifurcated had leaned to the lateral right in the aneurysm and the aortic extension had moved distally, to edge of the neck creating the endoleak. There was no separation of components, and no visible change in the amount of interface between the two components. The patient was treated with a suprarenal aortic extension, positioned below the lowest main renal arteries, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were not provided for clinical assessment; however, a procedure planning sheet was provided and review showed favorable anatomy measurements and appropriate size selection. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. Endoleaks are a known risk of the procedure. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the available information, the cause for the reported endoleak could not be determined.